Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported difficulty to advance and difficulty to remove was confirmed. The guide wire was returned frozen in the guide wire lumen of the stent delivery system (sds) confirming the reported difficulty to advance and remove. Additionally, it was bunching damage on the sds inner member and bends on the tip core were noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined the reported difficulty to advance and difficulty to remove appear to be related to operational circumstances of the procedure. In this case, based on the returned analysis, it is likely that during advancement of the sds over the guide wire, the sds encountered resistance with the 90% stenosed anatomy, resulting in the reported difficulty to advance. Manipulation against resistance during retraction likely caused the noted bunching damage on the sds inner member locking the guide wire in the wire lumen resulting in the difficulty to remove. The noted bends on the tip core are consistent with the intended j-shape tip on the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience alpine referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca). While advancing a 3.5x18mm xience alpine drug eluting stent (des) over a 0.014 whisper guide wire (gw), through a non-abbott guide catheter, the guide catheter broke. Upon attempted removal of the devices, it was noted that the stent could not be removed from the gw, resulting in deformation of the stent. The devices were ultimately able to be removed without intervention, and another wire and stent were used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.